Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The issue was resolved by connecting the power cord correctly. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿ be sure to connect the power plug securely. Otherwise, this monitor will not function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is not expected to be returned to olympus as the issue was resolved on-site. An olympus field service engineer (fse) was on-site and evaluated the subject device and found that the power cable was not making a good connection. The issue was resolved with a cable extender and the equipment is reported to be working correctly. The investigation is ongoing, therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, there was no power to the high definition lcd monitor. There were no reports of patient or user harm.